Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the iabp generated a "fiber optics" not working alarm during a case. The field service engineer (fse) was unable to duplicate the issue. The fse verified operations, safety, and performance per specifications for the iabp. The iabp was cleared for clinical service.

Event description:
The customer reported that the fiber optic was not working on the intra-aortic balloon pump (iabp). This event occurred while in use on a patient. However, there was no injury nor adverse event reported. This complaint is submitted in conjunction with trackwise ID #(B)(4), mfg report number of the balloon complaint 2248146-2017-00320, which is the record associated with the intra-aortic balloon (iab) used during this same event.